Event description:
Nurse states during colon biopsy physician placed forceps down unk model scope into colon for biopsy sample. Using valley lab cautery unit w/setting 45cut/25coag, dr. Completed procedure. Pt was admitted later in the night w/blood in stool. Pt was sent to surgery for repair of perforation in colon.